Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') in an adult female patient who had essure (batch no. 844601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. Concurrent conditions included menopause flushing, night sweats, libido decreased, appendectomy (appendectomy - 2011), knee operation (knee - acl - 2001), knee replacement (knee replacement 2011), vitamin d deficiency, weight gain, energy decreased and joint pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain") and autoimmune disorder ("autoimmune like symptoms"). The patient was treated with surgery (triple- puncture laparoscopy, total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011 and (B)(6) 2011. The coil was deployed in the usual manner with three coils visible in the endometrium. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') in an adult female patient who had essure (batch no. 844601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. Concurrent conditions included menopause flushing, night sweats, libido decreased, appendectomy (appendectomy - 2011), knee operation (knee - acl - 2001), knee replacement (knee replacement 2011), vitamin d deficiency, weight gain, energy decreased and joint pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain") and autoimmune disorder ("autoimmune like symptoms"). The patient was treated with surgery (triple- puncture laparoscopy, total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011 and (B)(6) 2011. The coil was deployed in the usual manner with three coils visible in the endometrium. Lot number:844601 manufacturing date:2011/03 expiration date:2014/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.